Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten. The current black box data showed evidence of unexplained pump reboot events following the clearing of a replace battery alarm on (B)(6) 2016. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The alleged issue could not be duplicated.